Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare in (B)(4) for investigation. An attempt was also made to obtain additional information about the reported fault but no response was received from the hospital. Without the complaint devices, we were unable to determine if they had a malfunction that could have caused or contributed to the reported fault. If they were returned, they would have been investigated to confirm the reported fault and determine its root cause. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three rt380 adult dual heated evaqua2 breathing circuits failed the leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuits are en route to fisher & paykel healthcare in (B)(6) to determine if they had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that three rt380 adult dual heated evaqua2 breathing circuits failed the leak test. This was observed before use on a patient.